Event description:
It was reported that during use with a bd lsrfortessa¿ so waste leaked outside of instrument. The following information was provided by the initial reporter, translated from german to english: runs out of the case on the left. Found yesterday evening and it was sure 300-500ml. The leak was on the waste pipe inside the connection, nothing dangerous leaked, no danger for the customer.

Manufacturer narrative:
After further review MFR# 2916837-2020-00246 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd lsrfortessa¿ so waste leaked outside of instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: runs out of the case on the left. Found yesterday evening and it was sure 300-500ml. The leak was on the waste pipe inside the connection, nothing dangerous leaked, no danger for the customer.